Event description:
Report received from the USA stating that the cutting bur broke during use. The device was unknown if it was being used during surgery. No injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the devices, and the reported problem was confirmed. It was determined that the cutter came into contact with the dura guard on the attachment during use, causing the reported fracture. The attachment exhibited damaged that was indicative of excessive side loading during use, and a cutter that was not properly assembled and secured into the motor before use. We recommend that the user review the craniotome assembly procedures contained in the anspach operating manual that direct the user to check the security of the cutting burr by pulling on cutting bur shaft before placing the attachment onto the motor. We also recommend that the user review the summary of warnings and cautions in the anspach operating manual which includes the warning, "use a gentle tapping motion or side-to-side motion and let instrument do cutting. Do not use excessive force. Forceful side loading of dissection tool may cause fracture of dissection tool, which may cause injury. If additional information is received, a supplemental report will be sent. (B)(4).